Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device has been returned for evaluation. The returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter cardan tube is broken at the distal end, and the broken off segments are part of the sample return. Photos were provided for review, and it confirms the condition of the returned sample. Therefore, the investigation is determined to be confirmed for the reported break and detachment of the inner catheter cardan tube inside vessel. An indication for a manufacturing related cause could not be found. A definite root cause for the reported event could not be determined based on the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The IFU further state: 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the popliteal artery stenosis via common femoral artery, the catheter shaft tip allegedly broke off after deployment of the stent. It was further reported that the catheter tip was allegedly detached inside the patient. Reportedly, a snare was used but failed thus, open surgery was performed. However, the current status of the patient is unknown.

Event description:
It was reported that during a stent placement procedure in the popliteal artery stenosis via common femoral artery, the catheter shaft tip allegedly broke off after deployment of the stent. It was further reported that the catheter tip was allegedly detached inside the patient. Reportedly, a snare was used but failed thus, open surgery was performed. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.